Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user initiated the fill tubing process without a cartridge installed, which led to an ¿unable to proceed¿ alert and an interruption in insulin delivery consistent with a failure to infuse; the agent guided the user to restart the supply change using a contact detach infusion set, complete the procedure, and resume insulin delivery without further alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a communications or use-related problem, not a hardware malfunction, consistent with an infusion delivery interruption when the cartridge is absent. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related issue in the use process rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.